Event description:
Patient name: (B)(6) reason for check: syncope device assessment: available daily battery/lead measurements within expected range. Lead trends stable. Arrhythmia summary: arrhythmias/high rate episodes detected since last interrogation on (B)(6) 2022. 2 vt-ns episodes most recent on (B)(6) 2022 possible t-wave oversensing noted on stored egms. See attached episode list and stored egms for details. Recommend review of stored egms for rhythm determination. Observations: all at/af therapies disabled on (B)(6) 2022, because atrial lead position check failed. Check atrial lead position. Possible optivol fluid accumulation: (B)(6) 2022. Device appears to be currently functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).